Event description:
It has been reported the on/off button is not functioning as expected.

Manufacturer narrative:
This issue was previously reported on (B)(4) with MDR 3030677-2020-01407. The device investigation is pending.